Event description:
It was reported that following a routine generator change, the left ventricular (lv) lead impedance was noted to drop from approximately 500 ohms to approximately 250 ohms. The patient also presented with pocket stimulation that was unable to be programmed around. The lv lead was capped and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that the lead was returnedwith the retention sleeve torn in-vivo. The outer insulation depression was breached in-vivo with blood and tissue visible in the distal conductor. The insulation breach was noted to have contributed to the electrical complaint of low impedance.